Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
Pt was implanted with nail and plate constructs on (B)(6) 2011. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to an infected fracture. Pt was treated with implanted antibiotic beads. This is the 1st report of 22 for the same event.